Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac when being set up was noted would not deliver breath. No patient injury as device was being set to delivery.

Manufacturer narrative:
Other, other text: one pneupac parapac ventilator was returned for analysis. No physical damage was observed to the unit upon visual inspection. Oxygen supply was then connected to the unit and was powered on; the unit did not cycle. Based on the evidence, the complaint was confirmed. The root cause was found due to normal wear and tear.